Event description:
It was reported that shaft break occurred. During preparation, a 5.50mm x 12mm nc emerge balloon catheter was removed from casing for delivery, however, it was noted that the catheter shaft was broken inside the casing. The procedure was completed using an alternate device and there were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 78cm distal to the strain relief, the hypotube of the device was separated. There were numerous kinks to the hypotube. There was contrast in the inflation lumen and the balloon. The balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. During preparation, a 5.50mm x 12mm nc emerge balloon catheter was removed from casing for delivery, however, it was noted that the catheter shaft was broken inside the casing. The procedure was completed using an alternate device and there were no patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.